Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged monitor case) was isolated to the c19 capacitor being damaged the root cause for the damaged c19 capacitor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's case was damaged.